Event description:
It was reported that the user attempted to pair a dexcom g7 continuous glucose monitor (cgm) sensor with both a dexcom g7 receiver and the ilet, was informed the sensor cannot be paired to both, and proceeded to pair only with the ilet; pairing completed and the sensor was connected, indicating an initial improper pairing attempt. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem consistent with an incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.